Event description:
The customer contact reported the homecare patient received less medication than intended. At an unspecified time, the pump was programmed in the continuous mode, to deliver morphine with a concentration of 1mg/ml, at a rate of 40 ml/hr, a container size of 1000ml. After an unspecified length of time, it was reported that the patient was having inadequate pain control. The nurse found that "very little medication" was gone from the container instead of an expected 760ml. At this time, it was noted the pump was delivering at a rate of "19 instead of the programmed 40." The patient received an unspecified supplemental pain medication until therapy was resumed using a replacement device. There were no reported adverse patient effects. The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.